Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they started experiencing the issue on (B)(6) 2017. The issue has not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that perhaps there may have been misguidance or perhaps the lead was misplaced. The cause has not been determined.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient could not adjust their stimulation below 3.0 v in group a on their left side, despite their healthcare provider (hcp) specifically instructing them to lower each side to 2.5 v. They changed to group b on their ins and felt funny and got a funny symbol, so they changed it back to a. It was noted the caller also thought group b was a different frequency than it showed. No further complications were reported as a result of this event.